Event description:
Pt presented for vaginal mesh excision. Pt's admission diagnosis includes pelvic abscess and infected vaginal sinus tract. Pt underwent an exploratory laparotomy, removal of prosthetic graft via the vaginal route and removal of prosthetic graft via the abdominal approach and evacuation of pelvic abscess. The pt's initial surgery to place the mesh was not performed at this hospital, therefore the brand and manufacturer is not known.